Event description:
A patient with an implantable neurostimulator (ins) reported a loss of therapy. The patient cannot feel stimulation, and denies any falls or trauma pertaining to the event. The patient stated that after implant "it wasn't right, it wasn't helping the pain in my back, it was several days later" but wasn't sure if this occurred in (B)(6) 2011. The patient stated a manufacturer's representative (rep) tried to fix her settings, but claimed that as she was in a wheelchair, it was hard to tell where the pain was. The patient also claimed the stimulation made her feel vibrations that were "too hard, like bass music on even the lowest setting." The patient stated she thought she charged the device, but at her follow up appointment it wasn't charged, and she didn't think it ever successfully charged. The patient says her healthcare provider (hcp) wants to get the settings right, as they have never gotten the settings right. The patient also stated she lost "her equipment." Patient was implanted for radicular pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.